Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys vitamin d total gen. 2 assay on a cobas 8000 e 602 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a vitamin d value of 68.35 ng/ml. The sample was repeated three times, resulting in values of 19.5 ng/ml, 23.8 ng/ml, and 20.2 ng/ml. The vitamin d reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer could not determine a cause. The reagent syringe unit, reagent probe, sample probe, and degasser tank were replaced. Adjustments of each operating position were performed. Probe voltage adjustments were performed. Cleaning around the sampling area was done. Controls were tested and there were no problems.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
For the 3 additional patient samples reported on (B)(6)2022, no incorrect results were reported outside of the laboratory.

Manufacturer narrative:
On (B)(6) 2022, the reporter stated they had 3 additional patient samples with discrepant results on the same e 602 analyzer. The first sample had discrepant results for the elecsys vitamin d total gen. 2 assay. The second and third samples had discrepant results for elecsys ferritin. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The first sample initially resulted in a vitamin d value of > 100 ng/ml and repeated as > 100 ng/ml. The sample was then repeated on the second channel of the same analyzer, resulting in a value of 8.1 ng/ml. The second sample initially resulted in a ferritin value of 173.0 ng/ml and repeated as 195.4 ng/ml. The sample was repeated on a second analyzer, resulting in a value of 638.5 ng/ml. The third sample initially resulted in a ferritin value of 331.6 ng/ml when tested on a second analyzer. The sample was then repeated twice on the complained e 602 analyzer, resulting in values of 136.7 ng/ml and 110.7 ng/ml. The sample was repeated again on the second analyzer, resulting in a value of 379.4 ng/ml. The vitamin d and ferritin reagent lot numbers and expiration dates were requested, but not provided. The field service engineer checked the instrument again and it was determined the issue was caused by a signal drop due to a signal control board failure. The board was replaced. Calibration and controls were run with no abnormalities.